Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited to the journal article. As reported, three patients experienced hernia recurrence post implant of phasix st. Hernia recurrence is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication.. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-sep-2018) is provided as an estimate based on the information provided. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the unique identifier (UDI) which was inadvertently incorrectly updated in the initial MDR. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "patient-tailored algorithm for laparoscopic cruroplasty standardization: comparison with hiatal surface area and medium-term outcomes". Purpose: the aim of this study was to describe a new patient-tailored algorithm (pta), compare its performance in predicting crura mesh buttressing to hsa, and analyze postoperative outcomes in a consecutive series of patients operated for symptomatic hh. The article reports on a new ¿patient-tailored¿ algorithm (pta) technique for hiatus hernia (hh) repairs. The pta technique describes that first the pta and hiatal surface area (hsa) are calculated. If pta is = 5, the crural reconstruction is performed with interrupted non-resorbable simple sutures. If pta is > 5, a biosynthetic absorbable mesh phasix st mesh; u-shaped mesh was used for crural buttressing. The mesh is placed over the hiatoplasty and fixed with two resorbable sutures. The study reported that 50 patients between september 2018¿september 2021 underwent repair using the ¿patient-tailored¿ algorithm (pta) technique. Of these 50 patients, 27 patients underwent simple suture repair, while crural mesh buttressing with phasix-st was used in 23 patients. Post operative hernia recurrence was diagnosed in three patients, with one case requiring redo surgery. The article does not specify which repair (simple suture or the crural mesh buttressing with phasix st mesh) was associated with the hernia recurrence outcome.

Event description:
Per journal article: "patient-tailored algorithm for laparoscopic cruroplasty standardization: comparison with hiatal surface area and medium-term outcomes". Purpose: the aim of this study was to describe a new patient-tailored algorithm (pta), compare its performance in predicting crura mesh buttressing to hsa, and analyze postoperative outcomes in a consecutive series of patients operated for symptomatic hh. The article reports on a new ¿patient-tailored¿ algorithm (pta) technique for hiatus hernia (hh) repairs. The pta technique describes that first the pta and hiatal surface area (hsa) are calculated. If pta is = 5, the crural reconstruction is performed with interrupted non-resorbable simple sutures. If pta is > 5, a biosynthetic absorbable mesh phasix st mesh; u-shaped mesh was used for crural buttressing. The mesh is placed over the hiatoplasty and fixed with two resorbable sutures. The study reported that 50 patients between september 2018¿september 2021 underwent repair using the ¿patient-tailored¿ algorithm (pta) technique. Of these 50 patients, 27 patients underwent simple suture repair, while crural mesh buttressing with phasix-st was used in 23 patients. Post operative hernia recurrence was diagnosed in three patients, with one case requiring redo surgery. The article does not specify which repair (simple suture or the crural mesh buttressing with phasix st mesh) was associated with the hernia recurrence outcome.

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited to the journal article. As reported, three patients experienced hernia recurrence post implant of phasix st. Hernia recurrence is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication.. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2018) is provided as an estimate based on the information provided. Device not returned.